Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets fell off during use events since 1-may-2024. The infusion sets were in use for less than a day. The patient resolved all the events by replacing the infusion sets and resumed insulin successfully. No further information available.